Event description:
The generator for the horizontal diagnost h, x-ray system caught on fire which released smoke. The fire dept was summoned and extinguished the fire. The fire was contained in the generator system. The nearby room sprinkler systems were activated due to heat and smoke. The system was not in pt use at the time of the incident.